Event description:
Pt was receiving physical therapy at rehab facility. She was being lowered into the pool by means of swim lift chair when the chair lifted off its bracket and fell with pt. Chair fell on pt and pt's leg was twisted this leg was injured before & was receiving the physical therapy. Knee x-rayed, no fracture.